Manufacturer narrative:
Follow-up #1: date of submission: 04/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/21/2017 with the following findings: on investigation, the pump powered on and emitted a call service alarm cs69. The pump was unable to recover from the call service alarm after being restarted. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump emitted a call service 069 alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.